Manufacturer narrative:
The insulin pump failed displacement test and motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform the occlusion, prime and excessive no delivery test due to motion sensor test failure alarm during rewind and failed displacement test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was exposed to high magnetic field or MRI. The customer's blood glucose reading was unknown.